Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the foley catheter which caused it to leak.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), used silicone foley. Visual inspection of the first photo sample shows the product packaging, including the product label and identifying information. The second photo shows the catheter with a fold along the shaft, and a small tear located near the bifurcation of the drainage tube. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the foley catheter which caused it to leak. Per follow-up received via email on 09may2025, product was used on a patient and noticed leaks and the affected lot ngjv0893 was confirmed.